Manufacturer narrative:
The device was rec'd and evaluated by depuy synthes power tools. The condition of the hose had degraded due to normal wear. Also, there is evidence of immersion as flex circuit has been damaged due to fluid exposure. This appears to be due to improper cleaning at the hospital.

Event description:
Report rec'd from the USA stating that the device had "cord damage." The device was not used during a surgical procedure. It is unk if there was any injury or medical intervention occurred. There was no add'l info provided.